Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. It was unknown whether the customer was using auto mode or not. Customer reported the damage to the inpen and the lead screw was broken off. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further patient complications were reported. The customer will discontinue use of the device.